Manufacturer narrative:
Section a4: additional information. Section b2, d4: correction. Manufacturer¿s investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of gastrointestinal (gi) bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Gi bleeding has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Patient weight not provided. The heartmate 3 left ventricular assist system (lvas) was implanted during the (B)(6) clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23aug2017. The gtin unique device identifier for the commercial heartmate 3 lvas is (B)(4). No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was admitted for a gastrointestinal bleed in the setting of supratherapeutic inr from (B)(6) 2017 to (B)(6) 2017. The patient reported bruises due to recent falls. The patient denied epistaxis, hemoptysis, hematuria or melena. Upon admission, hemoglobin was noted to be 7.6 g/dl. While hospitalized drops in hemoglobin and hematocrit were reported. Over the course of admission, the patient received 3 units of packed red blood cells. A scan revealed no sources of active bleeding. Warfarin and aspirin were held until (B)(6) 2017. The patient received IV iron and oral iron supplementation as treatment for the event. No further information was reported.